Event description:
It was reported that the customer experienced a low blood glucose (bg) level (45-54 mg/dl). The customer consumed carbohydrates to treat the low bg. The cause for the reported issue was not known. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.